Manufacturer narrative:
Pr (B)(4): follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Manufacture narrative.

Event description:
No additional information.

Manufacturer narrative:
E.1. Address was not located and il was used. E.4. The initial reporter also notified the FDA. Medwatch report is 3004122598-2024-00006. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had tip breakage. The following information was provided by the initial reporter: "tip is breaking off inside of syringe." Medline complaint #: (B)(4). Defect description: tip is breaking off inside of syringe medline part #: 26005 (B)(6) product description: syr 10ml l/l syr 1ml l/l vendor part #: 301029 (B)(6) lot #: 0238986 (B)(6) date reported: 05/12/2021. Sample received: no response needed: summary of findings and corrective action. Complaint reported to FDA as MDR-30 day. Reference no. 3004122598-2024-00006. Additional information provided on 03/20/2024: 1. Please provide the date of event. 05/12/2021. 2. Any physical sample available for investigation? No. 3. If sample available, kindly provide the address of the facility for us to ship the return label. 4. Did the event directly, or indirectly involve a patient or user? Directly involved patient 5. Please confirm the number of occurrences. (B)(4).